Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the hospital was 400mg/dl. The daughter states they treated with bolus. The customer declined to troubleshoot for the highs. The daughter states the pump was exposed to cat scan and x-ray. The customer was advised to avoid exposure to high magnetic fields. Troubleshoot was conducted and the pump passed the self-test. The customer was advised to monitor the device and call back if issues persist.